Event description:
It was reported that during preparation for an angioplasty procedure, a shaft detachment occurred. The target lesion was located in the right coronary artery. During preparation as the flextome cb mr 10/3.50 cutting balloon protective cover was being removed with straight force, the shaft of the device was detached at the guidewire exit port. The procedure was completed with a different device. No patient complications were reported and patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break in the midshaft. The break was located at 15mm proximal to the port. An examination of the break site found the shaft was stretched. The break is consistent with excessive tensile force having been applied to the shaft. No issues were noted with the balloon or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for an angioplasty procedure, a shaft detachment occurred. The target lesion was located in the right coronary artery. During preparation as the flextome cb mr 10/3.50 cutting balloon protective cover was being removed with straight force, the shaft of the device was detached at the guidewire exit port. The procedure was completed with a different device. No patient complications were reported and patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).